Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-15448. The pt has 3 leads (one from one lot and two from a different lot) implanted. It was reported, that pt experiences ineffective stimulation. The pt indicates he feels stimulation in his phantom limb, but the stimulation is stronger in his buttocks rather than in his foot. The pt underwent a trial procedure to address this issue. Decent coverage of the pt's pain pattern was achieved intra-operative.